Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the connecting tube's peeling coat, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the bending tube and the connecting tube were dented; the electrical connector was corroded; and the connecting tube protector was cut off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope had an air/water leakage during reprocessing. The intended procedure was completed with a similar device, and there was no report of patient harm. The device was returned, evaluated, and the connecting tube had a peeling coat (more than 1 mm2). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e3. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied while the user was handling the subject device; as a result, peeling occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿. 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.